Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level at the time of incident was 407 mg/dl and the current blood glucose level was 407 mg/dl. The customer declined troubleshooting. The customer did not experience any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.